Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: the device was broken shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified broken striated, three openings striated and wear abrasion. Based on the device analysis the final assessment is: a broken striated in the side anterior assessed as surgical damage. Three openings striated in the side anterior assessed as surgical damage. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.